Manufacturer narrative:
The pump powered up properly, and no blank display was noted. The pump was received with normal operating currents. The pump was monitored for several days, and no low battery alert alarms occurred during testing. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported that the insulin pump had blank display and had a crack on the top right screen. Customer stated that she received low battery alarm and changed the battery and insulin pump screen went blank. Troubleshooting was done. Customer's blood glucose was 174 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).